Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h1, h2, h3, h10. An offset flex clamp broach hndl e was returned and evaluated against the complaint. Visual inspection found the strike plate to have fractured from the remainder of the inserter. Impact marks were observed on the strike plate and handle body. Sporadic surface scratching and discoloration were observed on the shaft. Further analysis determined that the fracture has occurred due to tensile overload failure of the welded strike plate. Complaint sample was evaluated and the reported event was confirmed. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip arthroplasty, the instrument fractured when being impacted. No adverse events have been reported as a result of the malfunction and additional information on the reported event is unavailable.